Event description:
A 48 hour bravo ph capsule did not deploy into the pt's esophagus. The bravo ph capsule was attached to the device when it was removed from the pt's mouth. Attempts were performed to prepare a second capsule and the pressure found on the pump was 500 instead of 510. We spoke with technical support at given imaging who said the pump must read 510. A new pump was ordered.